Event description:
It was reported that the patient experienced impedances of >10,000 ohms on electrodes 9, 10, 14, and 15. It was also reported that the neurostimulator was going from fully charged to depleted in three days while previously it had gone from full to half empty in two weeks. The recharge interval did not seem to be appropriate. The patient has also experienced a surging sensation when stimulation was turned on. One incident of surging caused the patient to fall to their knees. Additional information has been requested from the hcp, but was not available as of the date of this report.